Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s continuous glucose monitor connected to the ilet indicated urgent low glucose readings for approximately an hour despite ingestion of multiple carbohydrates, and subsequent device restart and reconnection continued to alarm low until a new sensor was applied, after which the reading increased to 183 mg/dl. Symptoms included none reported. Outcomes included user self-treatment with oral carbohydrates and no need for medical assistance or hospitalization. Investigation included remote troubleshooting, a blood glucose questionnaire, and sensor replacement to assess measurement accuracy. Investigation of this case revealed that the low readings were attributable to sensor performance and stabilization issues prior to scheduled replacement, with resolution following sensor change, and no malfunction of the ilet pump was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with likely contribution from sensor inaccuracy or transient sensor error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.